Event description:
Avid medical inc. Is the manufacturer of a custom procedure tray that contains lidocaine manufactured by (B)(4). Avid medical inc. Received a complaint on (B)(6) 2015 from (B)(6) that one each of lidocaine 5ml amp 1% (B)(4) part ndc #0409-4713-65 lot #430453a "does not seem to be working". We have followed up with ms. (B)(6) on four occasions; however, we have been unable to obtain any further information on the event or the status of the patient. Avid medical inc. Issued a complaint on 01/21/2015 to (B)(4), the manufacturer of the lidocaine, and on (B)(6) 2015 shipped 3 ampules of the complained lot of lidocaine to (B)(4) for their investigation.